Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) during the transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the delivery system could not pass through the esheath due to tortuosity. The operator was unable to withdraw the delivery system into the sheath. Therefore, valve was implanted in abdominal aorta (slightly above the terminal aorta) instead of in the native aortic. There was no report of vascular complication or injury to the patient.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards commander delivery system was not returned for evaluation. A review of the device history record (DHR) did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No imagery was returned. The labeling/instructions for use (IFU) training for commander delivery system for japan, edwards sapien 3 transcatheter heart valve with the edwards device preparation manual, and device procedural manual were reviewed. Per caution: do not use this device in patients who have the following: significant aortic tortuosity or disease, including abdominal aortic or thoracic aneurysm. Ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath [access vessel injury may occur]. For iliofemoral artery access, the thv should not be advanced through the expandable sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the vessel(s). Visually inspect the delivery system, qualcrimp crimping accessory, crimp stopper and loader for damage before unpacking. Unsure the delivery system is fully unflexed. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. To prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified. As the complaint for "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath" was unable to be confirmed.. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Due to the unavailability of the complaint device and lack of provided imagery, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "the operator attempted to withdraw the delivery system into the sheath; however, the delivery system could not be withdrawn into the sheath." It was also noted the patient had severe tortuosity. This may contribute to a non-coaxial withdrawal of the delivery system into the sheath. In this configuration, it might have led to the valve to catch on the sheath distal tip and prevent any further withdrawal. Available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal) contributed to the reported event. However, due to lack of imagery and returned device, a definitive root cause is unable to be determined. The complaint for "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath" was unable to be confirmed. A definite root cause is unable to be determined. Available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the sheath difficulty or inability to withdraw the delivery system through the sheath was unable to be confirmed. However, available information suggests patient factors ( tortuosity) and procedural factors (non-coaxial withdrawal) contributed to the reported event. In this case, patient factors (calcification) and/or procedural factors may have contributed to the valve being implanted in a non-target location, the abdominal aorta. Valve deployment in unintended location is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) during the transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the delivery system could not pass through the esheath due to tortuosity. The operator was unable to withdraw the delivery system into the sheath. Therefore, valve was implanted in abdominal aorta (slightly above the terminal aorta) instead of in the native aortic. There was no report of vascular complication or injury to the patient.